Event description:
A malfunction was reported with a malfunction code malf 12, but no notable events occurred prior to this. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue arises again.